Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a warm boot code. Technical services (ts) provided an analysis of device data, ts noted that the device had recorded several watch dog resets which occur when the computer processing unit time out while waiting to write data to the telemetry chip. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a warm boot code. Technical services (ts) provided an analysis of device data, ts noted that the device had recorded several watch dog resets which occur when the computer processing unit time out while waiting to write data to the telemetry chip. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.